Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Glenosphere orientation guide was identified by tech as broken prior to use. The instrument was not used in surgery. The doctor performed surgery without the instrument and there were no clinical complications or surgical delay. Patient consequence? : no. Action taken for procedure:surgeon performed surgery without using the instrument. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.